Manufacturer narrative:
Device was evaluated by (B)(4) and functioned as expected within set specifications. Salient's aquamantys 6.0 does incorporate saline concurrent with rf energy application; therefore, if the device were activated inadvertently, this could cause hot saline run off from the device. By admission, the surgeon stated he believed it was his personal error of inadvertent activation of the device that caused the hot saline run off and the burn on the patient.

Event description:
Patient was burned at start of closing. Surgical team noticed a quarter-sized burn about 3 inches below umbilicus. Cream was applied to the burn and it was covered with a sterile dressing.